Event description:
It was reported that particulate matter (pm) was observed within the patient line of an amia automated pd cycler set. The pm was further described as a, ¿small piece of plastic, a quarter of an inch long, in the patient line¿. This issue was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.